Manufacturer narrative:
An event regarding disassociation & trunnionosis (wear) involving an accolade stem was reported. The event was confirmed through mar. Method & results: device evaluation and results: visual inspection: visual inspection was performed as part of the material analysis report (mar), dated 10 sept 2019. This inspection indicated: damage was observed on the stem neck and trunnion consistent with loss of taper lock. Biological material was observed on surfaces of the stem. Damage consistent with explantation process was observed on the posterior and inferior surfaces. Debris was observed on the inferior surface of the trunnion; the debris was collected on a sem stub for further analysis. Dimensional & functional inspection: not performed as the reported device was implanted and subsequently explanted. The device was returned damaged and in its current condition would not be an accurate reflection of its original manufactured condition. Material analysis: a material analysis has been performed. The report concluded: damage was observed on the stem neck and trunnion consistent with the loss of taper lock. The damage present on the articulating surface of the insert is consistent with burnishing, scratching and third body indentations; which are common damage modes of uhmwpe. Material deformation of the insert consistent with impingement against the stem was also observed. The yellow discoloration on the liner is consistent with absorption of synovial fluid. Xrf showed the stem and head were consistent with an astm f1813 alloy and an astm f1537 alloy, respectively. The debris collected form the trunnion is consistent with a corrosion product, an oxide, and biological material. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Clinician review: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes and x-rays are needed to fully investigate the event. If further information becomes available this investigation will be re-opened.

Event description:
It was reported that patient presented with pain in right hip at the emergency department. The patient reported the pain started approximately one year ago. It was further reported that a subsequent x-ray showed head dissociated from stem. Patient required revision hip surgery to remove hip stem.

Manufacturer narrative:
A review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device evaluated by manufacturer? Device not available.

Event description:
It was reported that patient presented with pain in right hip at the emergency department. The patient reported the pain started approximately one year ago. It was further reported that a subsequent x-ray showed head dissociated from stem. Patient required revision hip surgery to remove hip stem.